Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Home monitoring recordings, show rv lead noise. Advised to evaluate lead further. Lead currently remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. Update on 01-may-2026: noise has continued to be seen on the ff and intracardiac channels. The patient received inappropriate therapy including 9 inappropriate shocks on (B)(6) 2026. Inappropriate atp was also delivered due to noise in (B)(6) 2026. Short rv intervals have been incrementing for over a year. Lead currently remains implanted. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Home monitoring recordings show rv lead noise. Advised to evaluate lead further. Lead currently remains implanted. Should additional information be received, this file will be updated.